Event description:
During a coronary drug eluting stenting treatment procedure, the guide wire fractured. The guide wire that the taxus express2 8.8% 3.0 x 20 mm was loaded on fractured as the physician was attempting to cross the lesion. The stent delivery system and guide wire were removed successfully and another study stent was placed without incident. There were no reported pt injuries related to this event.